Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a continuation of the same therapy concerns as before. They stated that in december that they were not getting the same stimulation sensation as it was very weak and they still did not feel it much if at all. The patient requested assistance in changing programs but they did not have access to the programmer at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the loss of stimulation was unknown and the patient noted they had not felt it for some time. The steps taken to resolve were reported to be a new controller, which didn¿t help, and a new programmer was sent, but still no stimulation was felt. The patient continued that they had scheduled an appointment with their healthcare provider on mar-22. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient could not adjust their stimulation because the programmer ¿goes to a different screen.¿ during the call, the patient confirmed that the screen was prompting the patient to turn stimulation on. The patient was able to turn stimulation on and adjust the stimulation as desired. The patient mentioned that they were not feeling stimulation, during the call they increased and were able to ¿feel it very weak¿ stating it wasn¿t like it was. No further complications were reported.